Event description:
Customer stated, here is another tube from a different site with the same issues as reported last week. I observed the psr to make sure the tubes were inverted as well as clotted for 30 mins. The tubes were spun for 15 minutes and when removed this is what we saw. All 3 tubes were drawn from the same patient. The centrifuge was also looked at and has been calibrated and within the range for our company. The lot number for these tubes are a2202363 and they have a lot of these tubes more at this site. Pictures are provided.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and were forwarded for evaluation to the supplier where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 50 pieces of 455071p/a21123ac and 1 rack of 455071p/a2202363 for evaluation. Received customer pictures. We have no remaining inventory and no further complaints for 455071p/a21123ac. We have remaining inventory, and no further complaints for 455071p/a2202363. We forwarded the complaint, samples, and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, no abnormalities were observed that affect the function of the tubes. Samples were tested with regards to level mark, draw volume and additive. Each value of all parameters remained within the +/- 10% tolerance range. Tubes were verified to have the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume or additive could be observed in the tested samples. All tubes were within tolerance range. The alleged event could not be duplicated.